Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 21.5-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of loss of capture and high out of range pace impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms resulting in a lead safety switch. No noise was observed. The patient went into the clinic for lead testing in which loss of capture was observed. A lead revision procedure was performed in which the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms resulting in a lead safety switch. No noise was observed. The patient went into the clinic for lead testing in which loss of capture was observed. A lead revision procedure was performed in which the rv lead was surgically abandoned. No additional adverse patient effects were reported.